Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100267673. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100273520. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence and mid-urethral erosion. It was reported that the patient had a catheter placed. A surgical procedure was performed to remove the aus. A new aus was implanted at a later date. The cuff was not coapting the urethra due to urethral atrophy, which was identified as the cause of the urinary incontinence. No further patient complications were reported.